Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to low impedance. In addition, oversensing noise was detected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2014 it was further reported that the device suffered a power on reset (por) 5 days post-implant which wiped out many of the diagnostics. The rv lead trend shows a lifetime min and max impedance of 272 and 540 ohms respectively. There is evidence of a lead warning, however no timestamp is available.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to low impedance. In addition, oversensing noise was detected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2014 it was further reported that the device suffered a power on reset (por) 5 days post-explant which wiped out many of the diagnostics. The rv lead trend shows a lifetime min and max impedance of 272 and 540 ohms respectively. There is evidence of a lead warning, however no timestamp is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 4058m52 lead, implanted: (B)(6) 1995. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.